Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion with heavy calcification in the superficial femoral artery. The emboshield nav6 was used successfully during the procedure; however, during removal of the filter, there was resistance with the sheath and the filter became stuck in the sheath. All the devices had to be removed as one complete unit from the patient anatomy and the procedure was completed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual and functional analysis was performed on the returned product. The reported difficulty was not able to be confirmed due to the condition of the returned unit. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation determined that the reported difficulty was due to case circumstances. The difficulty retrieving the filter was due to a large embolic load causing difficulty for the filter and retrieval catheter to pull into the introducer sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.